Manufacturer narrative:
Concomitant medical products: non-bd connector; bd 10ml syringe, lot: 9115975, exp: 2022-04-30, 0.9% sodium chloride injection. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that in the neonatal ICU the 3ml syringes were leaking with the needleless valve and needleless valve microbore tubing. The customer states that there was no medical intervention or adverse event.